Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed to release. A field service engineer replaced row board e on main full-height drawer 2, replaced the pyxis module controller board on main drawer 1, and replaced the slide railings and inseparable latch on main full-height drawer 2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed to release. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.